Event description:
The patient reported there was no telemetry and battery depletion was suspected. The device status is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.